Event description:
Pt with a right mca aneurysm rupture, hydrocephalus, status post vp shunt placement of programmable codman hakim valve et on (B)(6) 2018. Pt returns to umc for altered mental status. CT scan was obtained that showed evidence of a left acute on chronic subdural hematoma with significant midline shift. Pt had surgery for evacuation of sdh and shunt revision on (B)(6) 2018. Performed revision of vp shunt and replacement of a programmable codman hakim valve. Post-op diagnosis was s/p malfunction of vp shunt. (B)(6) 2018 postoperative diagnoses: communicating hydrocephalus; status post rupture of middle cerebral aneurysm with large subarachnoid. Operation performed: ventriculoperitoneal shunt with placement of programmable codman hakim valve set at 50 mm of water. (B)(6) 2018 postoperative diagnoses: chronic left subdural hematoma with brain shift, status post malfunction of ventriculoperitoneal shunt. Operation performed: revision of ventriculoperitoneal shunt, replacement of a programmable codman hakim programmable valve for a codman hakim valve that was set at 180 mm of water, left parietal craniotomy for evacuation of chronic subdural hematoma.